Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to t wave oversensing on the right ventricular (rv) lead. This has caused the patient pain and suffering, mental anguish, and anxiety. The lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.